Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process, after which the malfunction did not recur. The customer was informed they could continue using the pump and to contact support again if the issue reappeared.